Event description:
It was reported that the user unintentionally accessed the ilet ¿fill tubing¿ screen and, while the ¿press & hold¿ prompt was visible, did not initiate a fill while connected; the event involved the infusion set tubing component and was addressed through troubleshooting and user education on proper navigation and screen locking. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.